Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was not switching to internal or external battery power. The device's fuse was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.